Event description:
It was reported to boston scientific that during an esophagogastroduodenoscopy (egd) procedure the radial jaw 3 biopsy forceps took too large a bite and caused bleeding. The physician stopped the bleeding with hemo clip(s) and the pt is fine.

Manufacturer narrative:
A ship history review found the last three lots sold to the customer. Device history record (DHR) review was performed on the three lots and nothing relevant to the event was found. No other complaints were reported for the identified lot numbers. Directions for use (dfu) indicates: "warnings: these single use biopsy forceps should only be used to biopsy tissue where possible hemorrhage will not present a danger for pt's. Adequate plans for management of potential bleeding and appropriate airway management should be in place. Precautions: endoscopy should be performed only by persons having adequate experience and training... Potential complications: complications associated with the use of the single-use biopsy forceps may include: bleeding, perforation, infection." The unit was not returned by the customer. Therefore, no product analysis could be performed. There are current controls during manufacturing process in order to assure product integrity. It can be considered that there are anticipated procedural complications, such as bleeding, during the use of biopsy forceps.